Event description:
Report received from USA stating that the device had cord damage. It was reported that the device was being used during surgery but without patient or user injury. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of cord damage was confirmed. During service it was determined that the device had a torn hose. In the emax2plus the cord is located within the hose. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).